Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin.

Event description:
It was reported that the customer experienced an elevated blood glucose of 569-570 mg/dl; cause was due to customer delivering a bolus while the infusion set tubing was disconnected resulting in the bolus not being received by the customer. Customer connected the tubing to the infusion set site, delivered a correction bolus via pump to address bg level and continued to use the pump for insulin therapy.